Manufacturer narrative:
Date of report : 19jun2019, date rec¿d by MFR : 18jun2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01mar2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported error battery failed (e/c 1127). The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.